Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that non-sustained right ventricular over-sensing episodes were triggered due to right ventricular (rv) lead noise. No intervention was reported. Patient condition was unknown.

Event description:
New information noted that an issue of over-sensing noise persisted.

Event description:
New information noted that programming changes were made. Patient condition was stable.